Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. The IFU states, "if the filter is retrieved, it should be done within 175 days following implant." The retrieval attempts in this case were beyond the 175 days following implant. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013. Approximately 3 months after implant an evaluation demonstrated the filter malpositioned but the patient was advised the filter could be safely left in. The argon/rex IFU recommends that the filter be retrieved within 175 days. Approximately three years post implant of the filter, a CT scan was performed and revealed the filter ¿had migrated¿ and became ¿a threat to her life.¿ there are no specifics as to what this threat is. Approximately three years after implant, the patient underwent an attempt to retrieve the filter on or about (B)(6) 2016 with two physicians who ¿both failed.¿ the patient underwent an additional attempt to retrieve the filter on or about (B)(6) 2016 by dr. (B)(6) at (B)(6), who retrieved the ¿fractured filter¿ along with the two fractured filter legs. The patient alleges to have ¿suffered injuries¿ as described above. Argon¿s attorneys are attempting to gather information.